Manufacturer narrative:
The received device had the cannula assembly deployed. Marks were observed on the commutator cap. The downloaded data shows no hazard alarm or signs that the delivery of insulin was effected. The exact cause of high blood glucose levels could not be determined.

Event description:
A patient¿s blood glucose reached 350 mg/dl while wearing the pod between 4 and 24 hours. A report denying any damage to the device was made. However, investigation results found a damaged commutator cap.